Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1, expiration date: 14-may-2022, serial#: (B)(4), UDI #: (B)(4). Dev rtn to MFR? No. Device manufacture date: 09-dec-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient experienced a large pericardial effusion requiring drainage. The leadless ipg remains in use. The no further patient complications have been reported as a result of this event.